Event description:
On (B)(6) 2009, bilateral nephrostomy was performed and other manufacturer's catheters were placed. On (B)(6) 2009, other manufacturer's catheters were removed and cook multipurpose catheter was placed. On (B)(6) 2010, the pt noticed less urine output from the left renal pelvis and was examined. The examination revealed the catheter tip was separated. The separated catheter tip was removed from the pt using forceps and then other manufacturer's new catheter was placed. The pt did not show any post procedure symptoms. The pt is reported to have recovered.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.